Event description:
Patient underwent long trochanteric fixation nail (tfn) system placement procedure on (B)(6) 2013. During the helical blade insertion, the coupling screw broke. The surgeon used a screw extractor kit after taking the helical blade out to remove the broken coupling screw. He then reinserted the same helical blade with a new coupling screw. The procedure was completed successfully, with no reported harm to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The original device history record is not available for this lot; as a result, a device history review for this lot is unable to be performed.